Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage was confirmed. The root cause was identified to be use error from the clamp being left open. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The technical service representative (tsr) assisted the home patient (hp) to check the lines and bags. The hp stated they found an unused supply line clamp that was open. The tsr assisted the hp to cycle power to clear the alarm. System error 2367 alarm occurred. The tsr assisted the hp to end therapy. The tsr assisted the hp to disconnect using aseptic technique. The tsr advised the hp to notify the peritoneal dialysis nurse of the missed therapy. The nurse was contacted on (B)(6) 2012. The nurse stated this was an isolated event. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated he would review proper procedures with the hp. The nurse stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.